Manufacturer narrative:
(B)(4). Batch # p93h8p. Investigation summary : the analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. A picture of the sample was also received for analysis. Upon visual inspection of the picture, there appears to be a damage in one of the corners of the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing/packaging process.

Event description:
It was reported that during the procedure, the inner package was damaged. Changed to another one to complete the procedure. There was no report on patient injury.